Event description:
It was reported that the second laser patient of the day capsule was ruptured on patient's left eye, prior to doctor attempting to spinning the lens causing him to believe the laser caused it to tear. Did not notice anything uneventful during laser treatment. Stated surface maps all appeared correct with safety zones intact. Doctor did not need to perform additional treatment and intraocular lens (iol) was able to be placed as planned. No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.